Event description:
It was reported while using 15 of the bd safetyglide¿ needles it was difficult to push the vaccine through. The following was received by the initial reporter: verbatim: level of harm: no apparent harm - reached patient/person, inconvenient incident details: several nurses reported feeling that there is something blocking the inside of the needle making it difficult to push vaccine through.

Manufacturer narrative:
Investigation summary: no samples or photos received by our quality team for evaluation. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using 15 of the bd safetyglide¿ needles it was difficult to push the vaccine through. The following was received by the initial reporter: verbatim: level of harm: no apparent harm - reached patient/person, inconvenient incident details: several nurses reported feeling that there is something blocking the inside ofthe needle making it difficult to push vaccine through.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.